Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer will continue to use the pump for insulin therapy but will revert to an alternate method of insulin therapy if needed.